Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. When deploying the device, the device broke in the artery at the level of the foot. The patient went to or where the vascular surgeon performed surgery to repair the area with a vein graft. Surgery went well. Patient was discharged later in 2001, and recovered without incident.